Event description:
N/a.

Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had iab circuit leak (gas inflow) and maintenance required. Patient involvement,no harm reported. A getinge field service engineer (fse) checked the inside of the device and found no abnormalities, and the values of each test were normal. Although there was a lack of negative pressure in the log, there were no problems with the compressor, etc., and there were no problems. Fse suspect that there may be a difference in consistency due to the use of another company's catheter, so he will continue to monitor the situation.low vacuum was still in the log, so he checked the operation of the compressor and whether the regulator fluctuated after adjustment. No particular problems were found and operation was stable.no recurrence occurred in the running test. After conducting leak tests and operational inspections, fse have determined that the product is usable and returned it.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has circuit leak (gas inflow) and maintenance required. Pumping was started again, but the problem reoccurred, so it was immediately replaced with another cardiosave and it no longer reoccurred. There was no health damage reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)